Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was good.